Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's friend reported via phone call of issues with no delivery alarm. The customer's blood glucose level at the time of incident was 495mg/dl. The customer treated the high level with manual injection. The customer reports the alarm was resolved by an infusion set change. The customer was not able to troubleshoot due to set being removed. The customer declined to return set and reservoir for analysis. The customer was advised to call back if issues persist.